Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Discoloration on cap from button sticking down. Needs turbine and cap replaced.

Event description:
It was reported that a midwest stylus plus overheated during use and burned a patient's mouth. No medical intervention was required.